Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. After clearing the crystallized blood and insulin residue at the distal tip of soft cannula, fluid passed through the complete fluid path even though the exposed soft cannula was kinked. It could not be determined when this damage to the soft cannula occurred. The pod received was having evidence of blood on the distal tip of soft cannula and adhesive pad. During investigation, no damages or defects were found on the formed needle and the bottom housing that would cause bleeding at the infusion site. The actual cause of the reported bleeding could not be determined. The pod download data showed an 0x18 alarm generated, indicating the device had reached an empty reservoir state. The reservoir was confirmed to be empty during investigation. Generation of the alarm stopped the delivery of insulin, but no damages or defects were found in the device that would cause a failure to deliver insulin prior to the alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 325 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (back), the pod's cannula was found bent. Patient's mother also reported ketones were tested and results were negative. As treatment, a manual injection of insulin (12 units) was delivered and a new pod was applied. The patient's blood glucose history is as follows: (B)(6).